Event description:
It was reported that the tidal wave adjustment knob unintentionally returned from the set position. Also, the patient-side connector was found loose. No patient injury.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The problem source is manufacturing. DHR review was done, no issues related to the original complaint were found.